Event description:
Report received of cassette alarms. The customer reported that prior to pt use, when the cassette was placed in the pump, the pump sounded an audible alarm and displayed the message "cassette". The nurse then tried the tubing set in a different pump and the replacement pump also sounded an audible alarm and displayed the message "cassette". Reportedly, the nurse then tried a different tubing set and the second pump did not alarm. The unspecified solution was then infused. There was no reported adverse pt event. Though requested, there was no further info available.